Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) low flow alarm logged on 17/june/2024. Additionally, review of the log files and motor start report revealed three (3) motor start events recorded on 17/feb/2022 at 08:43:57, 16/nov/2023 at 17:09:09, and 12/jan/2024 at 22:20:02. Log file analysis revealed a controller power-up event logged on 12/jan/2024 at 22:17:42, indicating a loss of power to the controller. The controller was without power for fourteen (14) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. Furthermore, log file analysis revealed one (1) failed motor start attempt logged on 12/jan/2024 at 22:18:12 indicating that the pump failed to restart after multiple attempts. In addition, log files revealed a successful motor start event on 12/jan/2024 at 22:20:02. As a result, the reported low flow event, atypical motor start parameters, failed motor start and loss of power events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Hw40627 was in scope of fca cvg-21-q3-21. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00532915 is investigating pump failures to restart. A possible root cause of the loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) low flow alarm logged on 17/june/2024. Additionally, review of the log files and motor start report revealed three (3) motor start events recorded on 17/feb/2022 at 08:43:57, 16/nov/2023 at 17:09:09, and 12/jan/2024 at 22:20:02. Furthermore, log file analysis revealed one (1) failed motor start attempt logged on 12/jan/2024 at 22:18:22 indicating that the pump failed to restart after multiple attempts. As a result, the reported low flow event, atypical motor start parameters, and failed motor start events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Hw40627 is part of fca cvg-21-q3-21 (non-subgroup). Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impell ER interface. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-may-2022 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 03-may-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that ventricular assist device (vad) exhibited "numerous" events of pump restart due to the patient admitting to double disconnect of the controller. The patient was provided with a controller with alternate software to be use as a backup in the event that the vad would not be able to restart the device with the primary controller. The vad and the controller remain in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed a low flow alarm, motor start events with parameters outside of the typical range, and failure to restart after atypical parameters. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.